Event description:
A cartridge alarm, identified as alarm 20, was reported by the customer. Despite the issue, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to resume insulin therapy after multiple attempts due to recurring cartridge alarms. Technical support assisted the customer by arranging a replacement pump, and the customer reverted to injection therapy as a backup to ensure continued insulin delivery.